Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 29 and 263 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.